Event description:
Device 2 of 2: ref MFR 1627487-2011-10015. The pt had trial scs leads implanted on (B)(6) 2011. It was reported that the stylet and epidural needle used for this procedure had expired. The leads were not expired. No further info is available at this time.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - review of the device history record found a nonconformance; however, the nonconformance was identified as a nonconformance that did not affect product integrity or product functionality; therefore, the device was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.